Event description:
The customer reported a malfunction on their insulin pump, which displayed a malfunction code of "malf 12." The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. Technical support arranged to send a replacement pump to the customer, who was advised to use manual daily injections (mdi) as a backup therapy. The customer received instructions on how to store the faulty pump and return it to tandem, and they were informed about the updated software and available training with the replacement pump. Additionally, they understood the steps necessary to receive and set up the new pump, with plans to return the problematic one after a doctor's appointment.